Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The hcp reported that the patient came into the clinic because they were concerned about the incision site where the implantable neurostimulator (ins) was placed. The patient indicated that they had a fall in the bathroom. The hcp believed that the site looked infected. The issue was not resolved at the time of the report. The rep had no further information regarding the event. No further complications were reported or anticipated.